Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. This device was used as temporary pacer and was kept outside the body of the patient. This device remains in service. No additional adverse patient effects were reported.